Event description:
His blood glucose and received readings of 581 and 181 mg/dl within minutes of each other. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.